Event description:
It was reported that syringe s2 20ml 18ga 1-1/2in bd china was damaged and leaked. The following information was provided by the initial reporter: when the nurse performed the dosing operation to extract the ns, the water leaked, and the inspection found that there was a defect (a gap) inside the syringe.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 1901185. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. The retained samples were inspected and no defects were identified. Based on the provided feedback we have concluded that the reported incident could have resulted due to a damaged plunger lip component. This type of damage may occur during the handling of the product throughout the manufacturing and assembly processes; however, without the affected sample, this cause could not be confirmed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 20ml 18ga 1-1/2in bd china was damaged and leaked. The following information was provided by the initial reporter: when the nurse performed the dosing operation to extract the ns, the water leaked, and the inspection found that there was a defect (a gap) inside the syringe.